Event description:
A fail code 810:04. Info was not provided regarding whether or not the failure occurred during a pt infusion. The hosp rep stated that there were no reports of pt injury or medical intervention.

Manufacturer narrative:
The reported condition of fail code 810:04 was confirmed. Inspection of the device revealed the air in line printed circuit board was within design specifications.